Event description:
Reprocessed device by ascent (original manufacturer-ethicon) was used for closure during a laparoscopic cholecystectomy. Staff noted that the device misfired after several clips were placed; staples were crossing.